Event description:
Asr revision to take place on (B)(6) 2011.asr xl - left hip.reason for revision unknown.

Manufacturer narrative:
Corrected/updated data: (date of report); (event description); (brand name); (type of device); (catalog/lot number); (date of explant); (not a reprocessed single use device); (date received by manufacturer); (labeled for single use); (remedial action). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4) reason for original complaint ¿ asr revision to take place on (B)(6) 2011. Asr xl - left hip. Reason for revision unknown. Update: added products, hospital name and revision reason. Received: (B)(4) 2013. Reason(s) for revision: alval / soft tissue reaction. Please note incorrect lot number provided for head - 2217309, amended to 2217308. Update - added a sleeve, taken from (B)(4) dated (B)(4) 2014.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; asr xl - left hip; reason for revision: alval/soft tissue reaction.